Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument to be returned for evaluation. However, as of the date of this report, isi has not received the instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The batch lot number was incomplete. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument teflon pad broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the teflon pad of the harmonic ace instrument was damaged during intraoperative use, allegedly fell and was retrieved. Use of the instrument was discontinued. The da vinci surgical procedure was completed with no further issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system and instrument were inspected prior to use and no issue was identified. Customer confirmed that the entire fallen piece was retrieved during the procedure. The patient hasn't returned to the hospital and hasn't experienced any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d4, d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event could not be confirmed. Visual inspection of the received instrument found no damage. The instrument teflon pad was found to be intact and with no thermal damage. The instrument was functionally tested and passed all testing specification with no issue found. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The root cause is attributed to non-device related factors. A review of the instrument log for the harmonic ace instrument lot# l90220516 / sequence 0265 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of 22-aug-2022 on system sl0576. The instrument is single use.